Manufacturer narrative:
Additional codes added to section evaluation codes result and conclusion. Device evaluation summary: the exhalation valve assembly was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) inspected the device and replaced the exhalation valve. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventive maintenance, a 980 ventilator failed the expiratory backup ventilation test of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.